Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl and the current blood glucose was 110 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. Customer also stated that the insulin pump had blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). The information provided case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided case severity with the initial report was incorrect. The correct information has been included with this report.